Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned to edwards for evaluation, device was discarded. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through medical records received that a 27mm 3000 aortic valve implanted for 14 years and 6 months underwent a redo aortic valve replacement due to calcified leaflets with severe stenosis. Patient presented with progressively worsening dyspnea. The valve was replaced with a new 25mm 3300tfx aortic valve. The post-operative course was uncomplicated. Patient was discharged home in good condition on pod#5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through medical records received that a 27mm 3000 aortic valve implanted for 14 years and 6 months underwent a redo aortic valve replacement due to calcified leaflets with severe stenosis. Patient presented with progressively worsening dyspnea. The valve was replaced with a new 25mm 3300tfx aortic valve. The post-operative course was uncomplicated. Patient was discharged home in good condition on pod#5. There was no investigational evidence of premature failure of the device.

Manufacturer narrative:
Updated sections: d4 expiration date and h6 type of investigation. Based on new information received, this event is no longer considered reportable. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.